Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka) as well as hyperglycemia (777 mg/dl). The patient received intravenous therapy 5/units of insulin every hour. The patient was vomiting as well. Patient was then transferred to the intensive care unit at the second hospital she arrived at that night. (ICU).

Manufacturer narrative:
Blood was observed in the cannula. Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. A leak test was performed and no leakages were observed along the entire fluid path. The device generated an 0x1c alarm, indicating the device had reached expiration time. It was confirmed that the device ran for 80 hours. This is not a failure of the device but rather a safety feature of the device.